Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the screen was glitching and blacking out. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The glidescope core 15-inch monitor used during the reported incident was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issues. When connected to verathon's test equipment, no glitching or blacking out were observed. The monitor was tested with a titanium reusable blade, a quick connect video baton, and a bflex single-use bronchoscope. Both ports a and b were tested by rapidly detaching and reattaching each test device while recording and not recording. Furthermore, the monitor video settings were manipulated while each of the test devices were plugged in. No image issues were observed, and the monitor was working as intended. The glidescope core 15-inch monitor passed verathon's device functionality testing. The laryngoscope and cable used with the monitor during the reported incident were not made available to verathon for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.